Event description:
The reporter stated there was difficulty loading this lens and after it was inserted into the eye, the surgeon noted a tear on the lens. The lens was removed without enlarging the incision and another toric lens was implanted. No sutures required. The reporter stated the incidient was the result of a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastimide).(B)(4).